Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rewind was slowed down, prime time was slower, insulin squirts out of the infusion set while priming, diminished back light and button sticking were denied. The customer's blood glucose was not provided at the time of the incident. No further information was provided. The insulin pump will not be returned for analysis.